Event description:
Additional information was received that the resistance was not very obvious. The catheter was prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The reported statement of "rod-like" was clarified that it refers to the failure to open. The causes or contributing factors for the failure to open were not identified. The causes or contributing factors for the resistance were not identified. The causes or contributing factors for the braid damage were not identified.

Manufacturer narrative:
B5: additional information added to event summary. H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally. In addition, the distal tip end appeared rod-like and frayed. Resistance was encountered during advancement. The patient was undergoing surgery for treatment of an unruptured saccular aneurysm located in the left internal carotid artery c6 s egment. The landing zone artery size measured 3.9 mm distally and 4.9 mm proximally. It was noted that the patient¿s vessel tortuosity was minimal. It was reported that treatment with a flow diverter stent alone was selected. After the phenom 27 stent catheter was positioned appr opriately, a ped2-500-16 flow diverter stent was selected based on vessel measurements. During delivery, no significant resistance was encountered. After the stent was positioned, deployment was initiated at the distal m1 segment of the middle cerebral artery. App roximately 7 mm of the stent was deployed; however, the distal tip end appeared rod-like and did not open. Attempts including forward advancement and retraction, as well as resheathing and redeployment, were performed, but the distal tip end remained unopened. The stent was resheathed again, and the stent catheter was advanced as a unit. The stent was then repositioned to the distal m1 segment and redeployed. At this time, increased resistance was noted during advancement, and the distal tip end appeared frayed, with suboptimal subsequent opening. Therefore, the stent was completely resheathed and removed from the body. Another ped2-500-16 stent was selected and deployed. The stent opened well after deployment, with good apposition at both the proximal and distal ends. The guidewire formed a loop, and stent massage was performed without issue. Final anteroposterior and lateral angiography showed satisfactory results, and the procedure was concluded. Dual antiplatelet therapy (dapt) was administered. The pru level was 160. Post-procedure angiography demonstrated that the parent artery and distal vessels were patent. The pipeline device was not used for an off-label indication. The pipeline and all accessory devices were prepared in accordance with the instructions for use (IFU). The pipeline was not positioned within a bend. More than 50% of the pipeline had been deployed at the time it failed to open, and the device was resheathed more than two times. No patient symptoms were reported. Ancillary devices include a phenom 27 stent catheter.